Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the gastroduodenal anastomosis of laparoscopic distal gastrectomy, after checking the opening and closing, the surgeon checked the opening and closing again and noticed that the jaw opening was large. The surgeon opened and used a new product to complete the case. There was no patient injury.